Event description:
Reporter alleged meter read 539 mg/dl and went to the dr where their device measured 114 mg/dl within 35 mins. No treatment was reported received. It was reported the dr began customer on insulin due to previous high readings on the device however there were no adverse reactions. A request was made for the return of the suspect device and replacement product was sent.